Manufacturer narrative:
The report of generator unavailable was confirmed. Analysis determined that the returned ipg exhibits service app. Footprint, uep shows that device was corrupt, but the root cause is unknown. The device was stimming when received and was not able to be turned off. Per battery log and uep the device was in a session that remained open. This is why the patient was not able to increase strength or make any changes. Once the device was rebooted (using uep, master reset) stim was then able to be turned off and device exhibited normal device characteristics.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg loses connection when therapy strength is increased. Surgical intervention may be pending to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's ipg was explanted and replaced to address the issue.